Event description:
The customer reported that during transport of a patient, their device lost power when the ambulance traveled over a bump. The customer did not report any adverse effect to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control also replaced the battery pins as a precautionary replacement.